Manufacturer narrative:
The reported event of no communication/wireless comm issue was not confirmed. At receipt the ipg successfully communicated with lab utilities. The returned ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. Implant date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.